Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID: 87 31sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID: 87 31sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 21-may-2017, UDI#: (B)(4); product ID: 8731sc, serial/lot #: (B)(4), ubd: 27-may-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient was new to the hcp and the patient mentioned that they had volume discrepancies a few times that were never further investigated. A dye study was performed and the catheter could not be aspirated, so the hcp was unable to complete the study. It was also noted that the pump was in the patient's abdomen, and the patient had lost 50+ pounds so it appeared to have moved and was causing some discomfort. There were no other environmental, external, or patient factors that may have led or contributed to the event. The hcp mentioned possibly doing a pocket revision, but there were no set details and it was unknown if surgery would occur. The issue was not resolved at the time of report. The patient's status was alive - no injury. No further complications were reported or anticipated.